Manufacturer narrative:
The events were reported through a retrospective clinical trial and were identified through review of trial listings. The events are considered serious and a sequelae of multiple patient factors/comorbidities. Causality was determined to be commensurate to patient condition and may have been possibly worsened by therasphere treatment, consequently we are reporting this event to you. Btg medical assessment: the event occurred more than 60 days after therasphere administration but is likely a clinical sequelae related to the worsened of portal hypertension due to liver radiation. It is of note that there was no deterioration of liver function (no albumin decrease and no bilirubin increase). The investigator did not assess the event as an sae initially as small pleural effusions were present at baseline. In the information provided, it is noted in the liver MRI in (B)(6) 2014 that there is a pleural effusion with collapse of the lower lobe of the right lung. MRI is absolutely not the most appropriate exam to evaluate the lung and the imaging did not examine the all lung only the bottom of the lungs are included in the field. The patient has a cirrhosis associated with portal hypertension with clinical symptoms of splenomegaly and ascites and pleural effusion at baseline. These symptoms worsened after therasphere administration and needed intervention to remove fluid which was performed as an outpatient procedure. There is no information provided that qualified the event as a serious event (symptoms, hypoxemia, deterioration of quality of life). To my opinion the fluid removal was performed to prevent the further deterioration of symptoms that may have led to a serious event. Pleural effusion: severity: grade 2; related to device; serious - intervention required to prevent further deterioration which may become life-threatening/serious. Pleural effusion is an anticipated adverse event listed in the risk management documentation. However this patient also has a medical history of pleural effision, which was possible worsened by therasphere treatment. The events were not reported to btg in 2014 no device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. At this time this report is considered final.

Event description:
Auto-notification received from datatrak 05-feb-2020 for legacy patient (B)(6) as follows: a patient has reported a serious adverse event. Please see the following for more information. Site number: (B)(4). Unique patient ID: (B)(6). Diagnostic term to describe primary sae: pleural effusion. Serious criteria: led to a serious injury that resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Start date: (B)(6) 2014. Sae outcome: not resolved. Severity-ctcae v5.0 grade: grade 2. Causality related to procedure: unrelated. Causality related to therasphere device: possibly related. Sae event: pleural effusions were noted on (B)(6) 2014 MRI prior to first y90. Patient had y90 on (B)(6) 2014. Pleural effusions were not seen on MRI (B)(6) 2014. Pleural effusions were seen on the (B)(6) 2014 MRI. Patient received outpatient thoracentesis, right side on (B)(6) 2014. A total of 1000 cc's of fluid was removed. Post cxr showed small pleural effusions remain, no pneumothorax. Patient was discharged same day. Follow up imaging on (B)(6) 2014 noted "moderate right-sided pleural effusion, decreased in size from prior examination. Moderate left-sided pleural effusion which increased in size from prior examination. Compressive atelectasis in the lung bases." Follow up imaging on (B)(6) 2015 also noted "moderate right and small left pleural effusions". Ae pleural effusion remained unresolved through duration of patient study follow up. Patient is a (B)(6) year old, male patient. Medical history of cirrhosis; (B)(6) and pleural effusion. Hcc diagnosed (B)(6) 2014; solitary lesion in v and viii locations. Baseline cp a6, bclc a, ecog 0. Baseline lab values: wbc 2.7, hgb 12.1, plt 30, inr 1.1, alb 3.2, total bili 1.6. Relevant testing: baseline MRI (B)(6) 2014: "small volume of ascites and small bilateral pleural effusions and atelectasis" follow up MRI (B)(6) 2014: "small volume perihepatic ascites without organized or drainable fluid collection. There is a new large right pleural effusion with compete collapse of the right lower lobe." Therasphere administered (B)(6) 2014. Total administered activity 1.47gbq. Total volume of perfused liver 162 cm3. Volume of treated lobe 655 cm3. Lung shunt fraction 6.9%.